Manufacturer narrative:
Device remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The stent graft was positioned and deployed as expected. At an unknown time following ballooning of the sealing rings, the stent graft displaced below the intended landing zone, placing the device in a larger diameter region of the aorta, resulting in a type ia endoleak that could not be resolved with the placement of a balloon expandable stent. As of the date of this report, the patient will continue to be monitored and there have been no additional sequelae reported.